Manufacturer narrative:
The inspection of the device at the service department of olympus (B)(4) confirmed the followings; -leakage from the insertion tube due to a notch was confirmed. -leakage was confirmed from the air valve and control section. -the insertion tube was squeezed and kinked. -the grip of the control section was chemically damaged. -the ring between the eyepiece section and the control section was chemically damaged. -the eyepiece was chemically damaged. -a part of the endoscopic image was broken and black. Olympus (B)(4) assumed that the cementing missing was caused by dropping or using excessive force to the device. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. This report will be supplemented as additional information becomes available.

Event description:
A customer reported that the ring at the transition to the lens system was loose. The device was sent to olympus. Olympus inspected the device at the service department of olympus (B)(4) and found there was missing cementing at the distal end. This event is a MDR reportable malfunction. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-02859. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.